Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values 1 day after the sensor was inserted in the arm. The cgm reading was 3.5mmol/l so the parent treated the patient with 3 glucose tabs. After 30 minutes the cgm was still reading 3.2mmol/l. Then the parents decided to take a bg reading which was high, then she took another bg meter reading using a different bg meter and was still showing high. They decided to take the patient to the emergency room, the patient was also diagnosed with adhd and was not showing symptoms. At the hospital, the patient was treated with IV fast acting insulin. The patient was discharged after a couple of hours. At an unspecified time of the event the cgm reading was 3.9 mmol/l and the bg reading was 9.8 mmol/l. At the time of the report the patient was ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.